Event description:
Health care provider called in to report that the patient is admitted with the wcd system. She noted that the doctor in ER cut a wire/cord in patient's garment when removing the device. Patient got admitted to the hospital for further observation. Device event log reviewed- no shock delivered episode. MDR filed due to reported patient hospitalization. Wcd role in patient hospitalization is pending additional medical information and pending evaluation of to-be-returned device.

Manufacturer narrative:
This file was originally submitted on 07/23/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor passed both isl (safety) and eit (performance) testing. Returned therapy cable passed safety, and eit but failed inspection for unrelated issue. Review of device event log indicated no evidence of patient receiving therapeutic shock. The device meets specification and user requirements. There is no indication of a product malfunction. Will continue to trend for future occurrences.